Event description:
It was reported that approximately 24 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented with abdominal pain to the office and a computed tomography (CT) scan was performed. The CT scan indicated the patient had an endoleak. The physician elected to correct the endoleak by implanting two suprarenal aortic extensions. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Manufacturer narrative:
Based upon the investigation findings, the reported type iiia endoleak was confirmed. The devices remain implanted in the patient. A design or manufacturing root cause for the reported event was inconclusive. The clinical review identified the following factors that may have contributed to the event: the aneurysm tortuous aortic neck; there was apparent stent migration seen at two months that developed into complete component separation at 24 months, but the cause of the migration was not able to be identified with the available information.